Event description:
Boston scientific crm received information that, during a routine follow-up appointment, it was noted this lead had pacing impedance measurement greater than 2500 ohms. Review of related device memory found the impedance had been increasing for several months. No adverse patient effects were observed.

Manufacturer narrative:
The related device was reprogrammed to unipolar mode. The impedance measurement in unipolar mode was in the acceptable range, and no further intervention was performed.